Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call indicating a motor error alarm and occlusion from the reservoir. The customer's blood glucose reading was unknown during time of incident. The customer's current blood glucose is 266 mg/dl. The customer reported the drive support cap to appear normal. The customer stated that they were unable to complete rewind. The customer received no delivery during prime. The reservoir will be returned for analysis.

Manufacturer narrative:
Evaluated one open/used reservoir, inspected reservoir, snap-cap, and septum for anomalies and none were found. Ran occlusion test and reservoirs filled with diluent, and connected to a new infusion set. Installed reservoir and connector into pump. Performed pump manual prime, visual fluid flow through infusion set and out catheter tip. Conclusion: reservoir not occluded.